Manufacturer narrative:
(B)(4). The device has been requested and will be evaluated at baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to explant that the infusor pump "stuck on bowles light green" occurred during patient therapy and therapy was interrupted. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.